Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The site exchanged the batteries and returned the devices to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event could not be confirmed. Analysis of the device revealed that batteries ((B)(4)) failed to meet specifications. Battery ((B)(4)) failed functional testing due to a faulty internal cell pair, which likely contributed to the reported event. The confirmed malfunction is related to the reported event. The manufacturer has opened an internal investigation to evaluate these types of issues. Battery ((B)(4)) failed due to a faulty u2 chip which was an incidental finding and did not contribute to the reported event. Batteries ((B)(4)) met specifications. These batteries passed visual inspection and functional testing. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching of screened batteries are most often attributed to communication errors between the controllers and batteries. The most likely root cause of the power switching is a battery with a faulty cell. There are no known clinical factors that could have contributed to this event. A voluntary field correction, fsca apr2014, was initiated on april 30, 2014 regarding all heartware® ventricular assist system batteries, product codes 1650 and 1650-de. The field correction provided patients and healthcare providers with information to recognize batteries with less than two hours of run time, reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Labeling language also will be clarified to align with the information contained in the fsca apr2014 correction notice. Heartware later expanded the voluntary field action, fsca apr2014.1, for the removal of unscreened batteries ((B)(4)) from the field. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-00405 and 2015-01277) submitted for devices related to the same event.

Event description:
Information was received that per the vad coordinator, the patient reported via phone that the power to the controller switches from one power port to the other before the batteries are down to 25%. Alarms occurred; however, this was unable to be confirmed by the ventricular assist device (vad) coordinator as no data was available. The site sent replacement batteries to the patient. There was no effect on the patient. It is not known which of the following batteries were related to the reported switching: catalog #: 1650de; (B)(4).

Manufacturer narrative:
It was indicated that the batteries that were exchanged will be returned to the manufacturer; however, they have not been received. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include information on effective power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices is also outlined. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation.